Manufacturer narrative:
A root cause could not be determined with the limited info provided. An eval of the device cannot be performed as the device was not returned to the MFR. Device lot code for the reported liner was not provided. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported the poly liner of cup wore out after 18 yrs and the liner became loose. The liner was removed and a new liner was cemented into the metal shell along with a new head.